Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0394 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had pain around PICC exit site, area was red and arm swollen. It was stated the PICC dressing was removed and there seemed to be an external split on the PICC (7cm). The PICC was removed and it was noted that further down the PICC there were also splits.